Manufacturer narrative:
This report is submitted on march 9, 2020.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2019 because of an infection (site of the infection unknown). It is unknown what treatment was administered for the infection. It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
Per the clinic, the infection was not device related. This report is submitted on march 31, 2020.